Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the stapler logs show sureform 60 stapler instrument (part #480460-09; lot #l82240314-0452), was installed on the system 1 time and fired 1 blue reload. On the only install, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~65% completion. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs. A review of an image provided by the customer was performed by an intuitive surgical, inc. (Isi) cde. Per the cde, the image shows a partially stapled cystic duct with some well formed staples as well as some unformed staples beyond the cut line. The cut line looks to be hemostatic and there is at least one row of fully formed staples beyond the end of the cut line which is indicative of a partial fire. These limits are set to ensure that optimal staple formation is achieved and if the stapler exceeds that limit too frequently or by too large of an amount the stapler is programmed to stop the fire as a safety mitigation to prevent an inadequate staple line and will recommend the user consider using a larger size stapler reload. These force limits can be exceeded by firing on tissue that may be too thick for the chosen reload but can also occur when something hard (i.e. Calcifications, gallstones, staples, clips, etc.) Is encountered by the stapler knife. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the surgeon attempted to staple the cystic duct with a blue sureform 60 stapler reload, installed on a sureform 60 stapler instrument, when a message of ¿tissue too thick to continue¿ was produced. Once the stapler instrument was released, the tissue was found to be damaged and the staple line was incomplete. Staples were malformed and unformed within the tissue. To repair the defect, the surgeon used a v-loc suture proximal to the staple line and "whipstitched" the cystic duct tissue. It is believed that there were gallstones within the cystic duct possibly causing the incomplete staple line. An intraoperative cholangiogram was not performed. The procedure was completed robotically with no further complications. A drain was placed conservatively. The patient is reported to be recovering well. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.